Event description:
Recall joystick psf, consumer has been having issues since (B)(6) with the joystick having to reset it constantly, on (B)(6) 2014 the chair jerked into reverse causing the headrest to break a window . Quoting a mpj joystick for warranty replacement.